Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of this device as indicated in the instructions for use. Based on the analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation as malposition of the device during original implantation may have caused the reported event.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced discomfort, pain and peyronies curvature. The physician found the cylinders were buckled indicating those were not seated correctly which is likely what caused the discomfort. The device did not inflate properly. The device was removed and replaced. No further patient complications were reported.